Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of inconsistent information found within product labels was visually confirmed through image evaluation. Image evaluation was performed through 7 color images provided by the customer. The images included four pictures of labels, one picture of a paper document, one picture of the tray lid label, and one picture of the device during surgery. The tray lid label, and the paper document both had printed text for a 32mm ring. The three piece label set also had printed text for a 32mm ring. The six piece label set had printed text for a 34mm ring.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. With the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that there was incorrect information on a 10 piece label. Ring distributed to customers in (B)(6) typically includes two sets of sticker labels: one sheet of ten (10) stickers without bar-code and another set of three (3) stickers with bar-code. Mitral valvuloplasty was performed with using a 32mm annuloplasty ring. At implant, the surgeon requested for 32mm and the nurse confirmed that there was 32mm indicated on the device box. The surgery was completed without any issues. After implant, 10 piece label was kept as a correct documentation at the hospital per hospital policy, and the device box and serial number tag were discarded at the hospital. Next day, a dealer went to the hospital to confirm the model number and s/n used for the surgery and found that the 10 piece label indicated size 34mm even though it was reported that 32mm ring was used at the hospital. The dealer thought incorrect information could be indicated on the 10 piece label so that he asked a sales rep to check the 10 piece label information. The sales rep looked up the ring in the system and found that this 34 mm ring was already used at a different hospital in (B)(6) 2018. There was no patient injury and the patient status was reported to be recovered.